Event description:
Reportable based on analysis results approved 28 december 2006. It was reported that during preparation for an unspecified procedure. "The end of the wire was uncoiling." The physician "used a second device to complete procedure." No patient injuries or complications were reported. Patient status is reported as "fine".

Manufacturer narrative:
Returned device analysis: the core wire is fractured and missing the ballweld tip. A stretched offset coil was found at 19.5 cm from the tip exposing the core wire. Examination of the fracture surface revealed elongated dimple ruptures in a shear-type overload direction. Smeared material was observed on the fracture surface. No material anomalies were detected. Device history record review showed no anomalies related to the complaint; the lot met all specifications. No other complaint was found with lot# 8924421. The fracture was caused by a shear type overload, however, procedural factors may have contributed to the complaint, and the root cause was not determined.